Event description:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain/pain") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous and laparoscopy (at 18 years of age due to pain). No known allergy to nickel and no other relevant known allergies prior to placement of essure. Concurrent conditions included endometrial thickening, adenomyosis uteri and general anaesthesia. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 4 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), metrorrhagia ("metrorrhagia"), fatigue ("fatigue") and pain ("slight pain while jogging"). The patient was treated with surgery (essure removed during hysterectomy without complications). Essure was removed. At the time of the report, the pelvic pain, metrorrhagia, fatigue and pain was resolving. The reporter provided no causality assessment for fatigue, metrorrhagia, pain and pelvic pain with essure. The reporter commented: after removal of essure regression of symptoms noted at post-operative visit. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2014: essure correctly positioned. Test for allergy to nickel after placement was not performed. Plain film of abdomen after removal was performed. The list of device similar events contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 07-jul-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 3029 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.